Event description:
The pt had received a lateral partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). The pt was reportedly not happy with the outcome. A different surgeon performed a scope procedure and observed some patellofemoral wear and posterior femoral osteophytes. The partial knee implants were not loose. The surgeon performed a total knee revision.

Manufacturer narrative:
An evaluation of the event has been initiated at mako surgical, and is in progress. Review of the case session files indicate that all recorded values are within acceptable tolerances, and the rio system performed as intended. Clinical investigation is in progress, and a supplemental report will be submitted when results are obtained.